Event description:
The customer reported that his olympus evis eus ultrasound bronchofibervideoscope was presenting a b30 scope communication error during preparation for a diagnostic endobronchial ultrasound bronchoscopy procedure. According to the initial reporter, this error appeared as soon as the device was plugged in. Reportedly, the intended procedure was completed using another device without any harm to the patient or procedural delays reported.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The b30 scope communication error was present during the evaluation. The unit had several other forms of wear and tear noted. Those include but are not limited to no data transmission, adhesive failures, and physically damaged components. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 scope communication error was due to an electrical continuity error due to water invasion. Olympus will continue to monitor field performance for this device.